Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer's blood glucose at the time of the incident ranged from 74 to 360 mg/dl. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is not expected to return.